Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary artery stenting (cas) interventional procedure using an 8.5f sheath. It should be noted that the proglide instructions for use (IFU), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The absence of performing the preclose technique and only one device used would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary artery stenting (cas) interventional procedure using an 8.5f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.